Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the clips of the mcm20 instrument would not close and advance. The case was completed by using another instrument. There was no consequence to the patient.